Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m92a3j. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident; the device was cycled and two clips with gap were fed and six conforming clips. No jamming issues were noted during analysis. In addition, the device locked out as intended. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were found that could have caused the reported incidents. No conclusion could be reach as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device fired once and jammed, would not fire additional clips. Another like device was used to complete the procedure. There were no adverse consequences for the patient.